Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse replaced fluid pump, changed the flow factor and updated the software to version 5.23. The fse ran various samples and retention times holding stable within range. The fse also ran calibrations, qc and precision, all within range. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was faulty pressure pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported high retention time with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.